Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for post laminectomy pain and spinal pain. The consumer reported that the patient¿s first ins was surgically removed and replaced because of recharging considerations. The consumer reported that the patient would have to sit still for 2 hours to get the ins charged. The consumer reported that the patient didn¿t want to deal with the charging requirements, so the healthcare provider (hcp) replaced the ins with a non-rechargeable ins. No further complications were reported.